Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and pink. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were worn. Evaluation revealed there was no contamination found under the buttons. A dim pink display screen was found. (B)(6).